Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with a bolus delivery. Customer did not have symptoms of high blood glucose. Customer declined troubleshooting. Customer was advised to change infusion set, reservoir and insulin and to call back should issue persist.